Manufacturer narrative:
(B)(4). D10: item name# g7 pps ltd acet shell 52e; item number# 010000663; lot # 7666473 item name# tprlc 133 t1 pps ho 12x144mm; item number# 51-104120; lot # j7540534 item name# g7 longevity neutral 32mm e; item number# 20103205; lot # 64878487 g2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven months post left hip implantation, the patient received treatment for pain in their left thigh. Following long walks, there is radiating stabbing pain from buttocks down the thigh and knee. The patient has received a cortisone injection for pain in the left bursa. The patient undergoes weekly physical therapy, massage, and exercises. Six months later, the patient reported mild pain with little difficulties and no required pain medication. Attempts have been made, and no further information has been provided.